Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
Additional information received indicates that the patient's insertable cardiac monitor was successfully paired with a company provided smartphone.